Event description:
On (B)(6) 2012, the reporter called animas alleging that beginning about 2 weeks ago the audio bolus button became unresponsive. The audio bolus button is reportedly intact without damage. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is reportedly no adverse event associated with this complaint. This complaint is being reported because the keypad button malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.